Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation.

Event description:
It was reported that the airvance screw broke off the polypropylene suture while placing the screw in the left mandible. It was noted that the suture stayed in the driver but it sheared off the end of the screw and therefore, the screw could not be backed out of the bone and remains implanted. Another screw was implanted to secure the suture. There was no patient injury reported as a result.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.